Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare an unknown quantity of novex 3-way stopcock with female luer lock with detachable interlink injection cap in which leaking was detected in the area of the detachable interlink injection cap. The customer was not able to indicate the exact location of the leak; whether it was from the soft luer activated device area or between rigid components. There is patient involvement; however, there is no report of patient injury or adverse event associated with this report. No further information is available at this time.